Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.9-12.2cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasions were found at 7.0-7 .8cm, 8.0- 8.9cm, and 12.5-13.8cm from the distal tip. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form received.

Event description:
It was reported that during recent evaluation, externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.